Event description:
It was reported that there was a sudden fraction of inspired oxygen (fio2) drop (setting was 60 but decreased to 30) on the electronic patient gas system (epgs). The device was not changed out, the user just increased again after recognizing fio2 drop. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00893. Software data logs were received by the manufacturer on 01/12/2015 for further evaluation. Per the subsidiary site, we checked the fio2 accuracy, but it has some gap (setting 100%, but portable gas analyze 91%. The customer has changed their decision to return the product for further evaluation, as they want to wait for one more incident.